Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08735 inches. No excessive no delivery alarms, prime or motor anomalies noted. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call on (B)(6) 2018 a recurring no delivery alarm of the insulin pump. Customer reports that the insulin pump is constantly and recurringly squirting out insulin during priming. Blood glucose level at the time of the incident was 402 mg/dl. Symptoms included headache and was treated with manual injection insulin pump. Trouble shooting occurred but issue remains and is concluded to be a motor error. Product will be returned and a replacement insulin pump will be shipped to customer.